Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited episodes of noise. No intervention was performed and there were no patient consequences.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited episodes of noise. No intervention was performed and there were no patient consequences.

Event description:
New information noted that the pacemaker exhibited episodes of noise due to telemetry issue.